Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the device has not been return for investigation. The customer is advised to check if the unit is working with a display unit of a different machine; customer initiated to order a new touch screen and shipped.

Event description:
The customer reported that the device touch screen doesn't work. He tried to troubleshoot and calibrate the unit using a usb mouse to navigate for calibration application but on some point, there was no reaction on the touch screen. At this time, no information if there was a patient involvement associated with the event.